Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient was having a return of urinary symptoms; the urine is coming out all at once. During the call, the patient had access to their patient programmer (pp) so they synched to the ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so they increased settings from 1.6v to 1.9v; they were feeling stimulation comfortably. As a result of what was reported, the patient will give it a few days and see if symptoms decrease. The patient noted the event date was the last couple of days in (B)(6) 2018. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.